Event description:
Pt reported that the back to back test readings on the ss meter were 152 and 114mg/dl (29% difference). Tests were done using the same finger stick. No symptoms were reported. The meter has never been cleaned. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. Control solution test reading was in range. There was no allegation of harm.